Event description:
Info received indicates the chair will not go into trendelenburg.

Manufacturer narrative:
The tech found the trend engagement cable was out of adjustment. He adjusted the trend engagement cable to repair the recliner. The tech indicated that the recliner is now functioning properly.